Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4): stent retrieval loop broke and stent difficult to remove. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The directions for use (dfu) list stent fracture as a potential complication related to the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system rmv was implanted during a biliary stent placement procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was treatment for alcoholic pancreatitis. The stent was implanted successfully in the biliary tree with approximately 1cm exiting the ampulla. On (B)(6) 2012, the patient underwent the planned procedure for removal of the biliary stent. The stent was still positioned in the correct location. During the procedure, the physician grasped the retrieval loop on the stent with foreign body forceps. However, the loop snapped. The stent was unable to be removed with the foreign body forceps. The physician then attempted to remove the stent using biopsy forceps but was unsuccessful. The procedure was aborted and the stent was left implanted. The patient is planned to undergo a second procedure to remove the stent. There were no patient complications as a result of this event. The patient condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system rmv was implanted during a biliary stent placement procedure on (B)(6), 2011. According to the complainant, the indication for the stent placement was treatment for alcoholic pancreatitis. The stent was implanted successfully in the biliary tree with approximately 1cm exiting the ampulla. On (B)(6), 2012, the patient underwent the planned procedure for removal of the biliary stent. The stent was still positioned in the correct location. During the procedure, the physician grasped the retrieval loop on the stent with foreign body forceps. However, the loop snapped. The stent was unable to be removed with the foreign body forceps. The physician then attempted to remove the stent using biospy forceps but was unsuccessful. The procedure was aborted and the stent was left implanted. The patient is planned to undergo a second procedure to remove the stent. There were no patient complications as a result of this event. The patient condition was reported to be stable. Additional information received since (B)(6), 2012. On (B)(6), 2012, the stent was successfully removed intact. Following the stent removal, the patient was stable and was discharged.